Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a "cassette not attached properly" alarm. Additionally, the power button was not responsive. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log). The customer stated problem was duplicated. Investigation found pump was displaying "cassette not attached properly" alarm message during the investigation. Replaced downstream occlusion sensor and the power button. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.